Manufacturer narrative:
(B)(4). Foreign. The event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during the procedure, the screw fractured during implantation and that the patient retained the fractured piece. No additional patient consequences were reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Primary di# (B)(4). Examination of the reported device confirms the reported material fracture. Material analysis identified the device fractured due to torsional overload. DHR was reviewed and no discrepancies were found. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.